Manufacturer narrative:
Additional information: section added health professional and user facility as report source. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm and the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm and the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Multiple kinks were observed on the inner lumen within the membrane approximately between 24.1cm and 25.9cm from the iab tip. The optical fiber was found to be broken at the kinked location of 24.6cm. Three kinks were found on the catheter tubing approximately 38.9cm, 39.6cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined an optical fiber break and kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm and the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm and the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: changed to adverse event and product problem. Changed to death and required intervention. Event date changed from: (B)(6) 2017 to: (B)(6) 2017. Updated to reflect facility medwatch report . (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a check iab catheter alarm and the iab would not inflate. On (B)(6) 2018 the facility medwatch report # (B)(4) was received by the manufacturer. The customer reported that the patient expired. The indication for iab therapy included: peripheral vascular disease, calcification, low cardiac output, hypotension, CPR (cardiopulmonary resuscitation), chest compressions, v-tach (ventricular tachycardia), and v-fib (ventricular fibrillation). The customer attempted to insert a second iab however due to significant peripheral vascular disease and calcification the customer was unable to. The customer then put the patient back on cardiopulmonary bypass. The patient was heparinized. The patient's chest was opened and via transesophageal echocardiography (tee) at this time showed that there was decreasing contractility of the heart. During chest compressions, there were several times the customer was able to generate a shockable rhythm of being v-tach or v-fib. The patient had external pacers on and v-fib pacers due to his history of sustained v-tach. However, the customer was never able to convert the patient back into normal sinus rhythm after several episodes of shock. The customer proceeded to put the patient back on pump, but a final look of the tee showed that now the patient had no more movement in his right or left ventricle. It was at that time the customer elected to call death on the patient. Per the facility medwatch, the improper function of the initial iab may have been due to the patient's limited cardiac output and the inability to insert the second iab may have been due to the plaque within the patient's collapsed vessel. This report and the additional information being provided is for the initial iab used which reported to have a check catheter alarm and would not inflate.